Event description:
A (B) (6) male patient contacted lifecor customer support to report that the sticker where the response buttons are located is coming off. Support sent a patient services representative (psr) to the patient to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. The reported problem was not confirmed. The response module was fully functional. The membrane over the switches was fully functional. However, during testing, the monitor failed during the first pulse of the treatment sequence. The cause of this was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. The unit will be made a demonstration unit. No adverse events resulted from the u3 failure. The patient received a replacement monitor.